Manufacturer narrative:
The device was not available for evaluation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the cause of the valve calcification could not be confirmed; however, it is possible that it may be the progression of pre-existing aortic valve disease. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), per the article "transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves an 8-year single-center experience¿, a total of 73 patients with aortic (42 patients) and mitral (31 patients) bioprosthetic valve dysfunction underwent transcatheter valve in valve implantation between april 2007 and december 2013. Edwards balloon-expandable transcatheter valves were used at a single center. The first-in-human aortic and mitral valve in valve implantations were performed by the implantation of 23mm and 26mm cribier-edwards equine valves, respectively, using a transapical approach. In all subsequent cases, bovine edwards sapien and sapien xt valves were implanted through either a transfemoral or transapical approach. Transapical access was the only approach that was used for mitral valve in valve implantation. One patient developed congestive heart failure symptoms one year after transfemoral aortic valve in valve implantation of a 23mm sapien valve into a pre-existing surgical aortic tissue valve and subsequently underwent successful conventional redo avr. Pathology of the explanted sapien valve showed mild calcification. In this patient, residual aortic stenosis was observed immediately following valve in valve implantation (mean trans-aortic pressure gradient 39mmhg and aortic valve area 0.8 cm2 at 1-month follow-up). Reference: ye et al. Transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves, an 8-year single-center experience. Jacc: cardiovascular interventions vol. 8 no. 13, 2015.

Manufacturer narrative:
This is eight of eight manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-01272, 2015691-2018-01264, 2015691-2018-01265, 2015691-2018-01266, 2015691-2018-01267, 2015691-2018-01268, 2015691-2018-01271.